Manufacturer narrative:
(B)(4). Field service evaluation: the carefusion field service representative evaluated the unit and was able to reproduce the incident and isolate it to the gas delivery engine. The gas delivery engine was replaced and testing was performed. All testing passed and the ventilator was placed back into service. In the event additional information is received a follow-up report will be submitted at that time.

Event description:
The customer stated that this unit has been stored since (B)(6) 2015 indicating the unit displayed a circuit occlusion and extended high peak pressure alarms, stopped ventilating, and the safety valve opened. There was a continuous audible alarm present. There was no patient incident reported.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
Upon email response from the customer, they stated that no parts will be returned for evaluation. The customer initially reported that there was no patient involvement with the reported issue but upon further customer inquiry, they stated the unit was on a patient at the time of the incident, but there was no harm or injury. (B)(4).